Manufacturer narrative:
(B)(4). Picture analysis was performed; the magazine was noted to be detached from the device. Although no conclusion could be reached as to how the magazine was detached, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The hands-on analysis results showed that one prw35 instrument was returned non-functional due to jammed staples in the cartridge nose, causing the staples not to properly advance. No functional could be performed.

Event description:
It was reported that during an unknown procedure, the skin stapler was broken in the pack. The handle separated from the stapler portion. There were no patient consequences. It was not noted how the case was completed.